Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site of the primary tubing set for piggyback delivery of an unspecified concentration of cefepime and ceftriaxone. It was reported that the primary solution container was hung lower than the secondary solution container. The customer contact reported that the nurse attempted to back prime the secondary tubing set with solution from the primary tubing set; however, no flow of solution was noted. It was reported that the nurse disconnected the option-lok male adapter of the secondary tubing set from the proximal needleless valve connector y-site of the primary tubing set and the secondary tubing set was then gravity primed. It was reported that the nurse reconnected the option-lok male adapter of the secondary tubing set to the proximal needleless valve connector y-site of the primary tubing set and the delivery was started. It was reported after the delivery was started, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.